Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicating. A technical support specialist (tss) states that the customer confirmed that the station was communicating. The issue was attributed to ongoing construction in the area, during which the network cable had been inadvertently unplugged. The system functioned as intended after the issue was resolved.